Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital due to unrelated reason and was in poor condition. Upon device interrogation, it was noted that the right ventricular lead exhibited high capture thresholds, low pacing impedance and noise. Insulation damage was suspected. Upon device reprogramming to unipolar configuration, the patient experienced muscle stimulation. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.